Event description:
Medtronic received info that this bioprosthetic aortic valve was implanted using interrupted, pledgeted stitches (pledgets on the lv side). After aortic closure, de-airing and de-clamping there was recurrent vf requiring multiple dc shocks. There was ejection while still on the pump, and high left atrial pressure upon coming off-bypass. Tee revealed severe intra-valvar aortic regurgitation. The aortic clamp was re-applied. The aortotomy was reopened slowly to see if a cusp was caught, but the suture line was remote from the valve, which was free. All stichts were intact without separtion of the prosthesis from the annulus at any point. It looked as if two cusps were normal, with good coaptation, but the third cusp was smaller, hardly reaching the free edge of the other two cusps when pushed to the center with a forceps. Also, when stretched to touch the other two cusps, it looked as if this cusp had no "volume". It became completely flat. No stitch was passing through this cusp at any point. The valve was explanted carefully, although we had to lift it up in order not to lose any pledget. Again, inspection of the explanted valve did not show evidence of any damage that could have incurred during valve implantation. Valve was replaced without reported complication.

Manufacturer narrative:
Analysis: the device has been returned to medtronic for analysis. To date, the analysis of this product has not been completed. Review of the device history record shows that this product met manufacturing specifications when released for distribution. Conclusion. No definitive conclusions can be drawn at this time regarding the performance of the device, as analysis of the returned product has not been completed. Upon completion of the analysis, a follow up report will be submitted to FDA. The device was replaced without reported adverse patient effects.